Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level as the level. The customer resolved the issue independently by changing the infusion set and cartridge and successfully resumed insulin therapy.